Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that a ventilator was in use with a patient for one hour when the low pressure alarm sounded. The patient's spo2 levels were checked and found to have decreased by approximately 60%. According to the reporter, the pointer on the ventilator did not move to indicate a reduction in pressure. No permanent adverse heath affects were reported.

Manufacturer narrative:
The suspect ventilator was returned for inspection. Visual inspection of the external and internal parts of the ventilator revealed no issues. During functional testing, the ventilator was run for 35 hours (5 hours/day - for 7 days). No leaks or other faults were identified. The ventilator was confirmed to operate as intended. The reported product issue could not be confirmed or duplicated during testing. No corrective actions are planned at this time.